Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine drive and it's connections and pcbs were evaluated. The connector on top of the drive and the cine bridge pcb were reseated. The cine drive was also reformatted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to properly save and recall patient image data. No patient serious injury or death was reported related to this event.